Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited fluctuations in shock impedances on the right ventricular (rv) lead. The values ranged from approximately 80 ohms to out of range values of greater than 125 ohms. At this time, the products remain in service and the patient is being monitored. No adverse patient effects were reported.